Manufacturer narrative:
(B)(4). Batch # n5415v. The analysis found that one pce45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, opened, knife reverse button and the manual override worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the patient was ok.

Event description:
It was reported that during a liver resection procedure, the stapler locked out. The stapler locked out on the patient's vena cava it won't open. They had already pulled the manual override cover off. When they went to fire it and it made a little "notice" and then stopped. The lever was used but it still was not opening. The reverse button, battery flip and manual override was tried and nothing was working. The surgeon somehow managed to remove the device from the tissue without opening the jaws. During that process he pushed the firing trigger forward. Another like device was used to complete the procedure. There were no adverse consequences for the patient.